Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 reported missing pieces and also a loaner conversion was not confirmed. The device was powered on and the complaint was not duplicated. The physical condition of the device revealed pcb did not power on , power switch was damaged, enclosure was cracked at water tank causing leak, both covers were cracked and the heather did not hold temperature. For preventative measures replaced pcb, power switch, enclosure, both covers, enclosure, both covers and heater. Device is used for veterinary usage but also on human consumption. Passed all testing after updating repairs needed.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a couple loose pieces in the bottom of the bag. The pieces appeared to be from the protective earth terminal that goes inside the warmer. The product problem was observed upon opening of the package. There was no patient involvement.